Event description:
In 2009, the patient stated that his blood glucose will occasionally go "sky high" following a bolus. He stated this occurred 1 week ago and his blood glucose elevated to 14 mmol/l (252 mg/dl). His target blood glucose level is 4-7 mmol/l (72-126 mg/dl). He stated that he will perform a second correction bolus to lower his blood glucose and this typically resolves the issue. He stated that he has never noticed air in the insulin cartridge or infusion tubing. The patient was rushed and no further troubleshooting was completed. He was not experiencing elevated blood glucose at the time of the report. The patient did not require medical assistance from the healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.